Manufacturer narrative:
Device evaluation of monitor sn: (B)(4) has been completed. The reported problem (cannot run testing) was confirmed. Upon investigation the monitor failed incoming functional testing. The cause for the failure was isolated to defective c6 and c7 capacitors on the computer/analog pca. The root cause for the defective capacitors could not be positively identified. No adverse event resulted from the damaged monitor.

Event description:
A us distributor returned a monitor, and reported that the monitor was unable to run incoming functional testing.